Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received button error. The customer¿s blood glucose level was 8 mmol/l. The customer that the pump screen was glitching out and there was a white line and when hits the act button a black line starts scrolling down the screen. The customer stated that when hit esc and pump will go back to normal, if he hits esc again the black line starts scrolling again. It was reported that they had damage on the back of the pump. It was reported that when the act button was pressed the menu keeps scrolling on its own. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.